Event description:
It was reported that the patient involved was a (B)(6) obese caucasian female with a past history of hemicolectomy and post-op wound breakdown, undergoing a right subclavian vein cvc insertion for tpn. This, her third admission to the ICU, the doctor used ultrasound guidance to locate the subclavian vein. A 21ga needle was inserted into the patient for local anesthetic prior to the 18ga needle without difficulty. The doctor made several unsuccessful attempts to insert the needle resulting in the kinking of the swg and hitting the clavicle causing the needle cannula to break. The doctor reported no force was used during insertion, however, after several penetrations the needle snapped. As a result, the procedure was aborted, and the patient had to undergo a cut down procedure to remove the retained canula. A delay was reported, however, no death or complications from the delay were reported.

Manufacturer narrative:
Complaint no: (B)(4).